Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was received due to low impedance of 190 ohms on the right ventricular (rv) lead (rv tip to coil). It was also reported that the rv lead exhibited high thresholds. No inappropriate therapies were delivered and no short v-v intervals were detected. The lead remains in use. No patient complications have been reported as a result of this event.